Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the first firing with a green cartridge, when reloaded and attempted to be reinserted into the trocar the device would not fit into the trocar, and it was found that the anvil was bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.